Manufacturer narrative:
The investigation has been completed. A DHR review confirmed that there was no abnormality in manufacturing of the device. The instructions for use state: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.¿ the root cause could not be identified but based on the findings, it was speculated that the probable cause of the unit failing was due to unexpected stress on the camera head caused by the user's handling, resulting in no image being output.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a shortage in cable causing an intermittent horizontal streak on the image was found. The reported issue was confirmed, the image did not appear due to a faulty charge-coupled device (ccd) unit. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
The user facility reported that the image does not appear, the screen is black while using the camera head. No patient involvement or injuries were reported. No additional information has been obtained.